Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 42.5 and 44.5 cm from the proximal end. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). Compressed and offset coil winds were present on both proximal and distal ends of the embolization coil. Dried blood was present within the distal tip of the introducer sheath. Upon functional testing, resistance was experienced while attempting to manipulate the pod pc within its introducer sheath due to the coagulated blood and, consequently, the embolization coil sustained additional offset coil winds. After advancing the pod pc completely out of the introducer sheath, resistance was experienced while attempting to re-sheath the pod pc due to the offset coil winds. Conclusions: evaluation of the returned pod pc revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not properly aligned within the hub of a parent catheter, resistance may be experienced. If the pod pc is forcefully advanced against resistance, damage such as offset coil winds may occur. Further evaluation revealed offset coil winds on the distal end of the embolization coil. This damage likely contributed to the reported resistance during attempts to manipulate the pod pc within its introducer sheath during the procedure and during the functional test. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the sinoatrial nodal artery (sa) using pod packing coils (pod pcs). During the procedure, the physician successfully implanted a ruby coil and a pod pc into the target vessel using a non-penumbra microcatheter. Upon advancement of the next pod pc through the microcatheter, the physician encountered resistance. The physician also encountered resistance when the pod pc was being retracted back into its introducer sheath. Subsequently, the pod pc unraveled. The pod pc was therefore removed from the procedure. The procedure was completed using another pod pc. There was no report of an adverse effect to the patient.